Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited a failure to sense. The lead was successfully exchanged. The patient was stable and asymptomatic.